Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event after use of the product on (B)(6) 2007 and was resuscitated. He experienced a second cardiovascular event after use of the product and subsequently expired on (B)(6) 2007.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same patient involving two separate products and associated with mdrs # 1225714-2013-00652, 1225714-2013-00653, 1225714-2013-00654.